Event description:
Pt reported obtaining back to back blood glucose result of 19 mg/dl and 90 mg/dl, while using the suspect device. Pt indicated that, at the time the results were obtained, he was exhibiting symptoms of hypoglycemia (feeling weak and dizzy). Pt self-treated by drinking juice. No injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.